Event description:
It was reported that during a coronary drug eluting stenting treatment procedure the physician encountered difficulty removing the catheter. The 90% stenosed lesion was located in the circumflex and predilated with a 2.0x15 mm terumo ruyjin balloon @ 15 atm's for 15 seconds. The stent was positioned and deployed to 12 atm's for 15 secs. Stent placement was successful, however the physician met resistance and was unable to withdraw the catheter. He was able to remove the catheter by removing the guiding catheter, guide wire and the catheter shaft together. Physician then verified the stent was still in place. No pt complications were reported.